Event description:
Additional information revealed that the lead did not migrate and there was no issue with the lead.

Manufacturer narrative:
Lead is no longer reportable as there was no issue with the lead.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. Imaging revealed that the lead had migrated. In turn, surgical intervention may take place to address the issue.